Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room three times for high and low blood glucose. The first time his glucose level was 495mg/dl and the cannula was bent. The second and third time was 84mg/dl. The customer was also treated for pancreatitis because he had flared up as well. Advised the customer that when his pancreas acts up everything will be out of whack. The customer was given fluids and medication for pain and nausea. Troubleshooting was performed, and not damage to the drive support cap noted. Reviewed the programming, and the time, basal rates, and bolus history were accurate. The reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.